Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the novel lead had rotation issues. The lead was not used, and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned. Visual examination found the helix partially extended and clogged with blood/tissue. X- ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to the helix mechanism issue reported in the field. The cause of the reported event of helix mechanism issue was isolated to blood/tissue on the helix region. Electrical testing did not find any indication of conductor fracture or internal shorts. Visual and x-ray examination performed were normal.